Manufacturer narrative:
Additional information received reported that on an unknown date a follow up contrast enhanced CT was performed and it revealed a type iii endoleak from the junction of the devices. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant devices are: vamf3838c200tj; s/n: (B)(4), use by date: 2019-02-16; (B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6.1cm diameter thoracic aortic aneurysm. It was reported that during the index elephant trunk procedure after total arch replacement, the distal tip of the valiant system of a 34mm valiant, which was chosen for a 26mm gelweave elephant trunk, intended for the proximal region was unable to cross the anastomosis and the device had to land on the elephant trunk. A 38mm valiant device was delivered to the proximal region with device oversizing giving a 0.4cm overlap. The distal end of this device landed just above the celiac artery and on fluoroscopy the junction of 6cm was confirmed. No endoleaks were observed by angiography at the end of the procedure. It was reported at a later date that an endoleak, appearing to be a type iii junction was detected based on the ultrasound, not the CT. The cause of the event is currently unknown. Per the physician, the endoleak may resolve without intervention as the leak volume was not significant. No additional clinical sequelae were reported and the patient will be monitored.